Manufacturer narrative:
B3: no event date was given, therefore an approximate date of (B)(6) 2018 was used as the event date. D4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture date and expiration date are unknown. H6: problem code 1069 captures the reportable event of  fiber broke. H10: investigation results: a lighttrail reusable laser fiber was returned broken in two pieces in the post-sterilization pouch. The first piece measured approximately 48.8 cm from the top of the connector to the break. The second piece measured approximately 246.8 cm from the break to the distal tip. Exposed glass portion of the distal tip measured approximately 0.4 cm and was degraded from normal use. Fibers are consumable and meant to degrade. Additional examination under magnification revealed that the pattern on the tip face was consistent with normal degradation. Review and analysis of all available information indicated that the device was likely broken as a result of handling during the disinfection between procedures as indicated by the event description. Therefore, the most probable root cause is cause traced to maintenance which indicates that the adverse event is traced to improper routine or preventative maintenance.

Event description:
It was reported to boston scientific corporation on october 29, 2018 that a lighttrail reusable laser fiber was re-sterilized on an unknown date. Reportedly, the laser fiber was used once prior to this event. According to the complainant, during sterilization, the tip of the laser fiber was found broken. There were no known adverse patient effects reported as a result of this event. Despite efforts, boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
No event date was given, therefore an approximate date of (B)(6) 2018 was used as the event date. The complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a lighttrail reusable laser fiber was re-sterilized on an unknown date. Reportedly, the laser fiber was used once prior to this event. According to the complainant, during sterilization, the tip of the laser fiber was found broken. There were no known adverse patient effects reported as a result of this event. Despite efforts, boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.